Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was seeing "safe rate" on their personal therapy manager.